Manufacturer narrative:
Calibration from 27-may-2021 and 30-jun-2021 were within the expected ranges, however, there was no calibration prior to the initial result on (B)(6) 2021. Product labeling states that calibration should be performed 31 days when using the same reagent lot or after 14 days when using the same reagent kit on the analyzer. Qc was acceptable on 29-jun-2021 and 30-jun-2021. The customer did not use rack adapters for their 13 mm samples tubes. Product labeling states: "not using a roche rack cup adapter with 13 mm tubes or incorrect use of a roche rack cup adapter may cause incorrect results or errors. Always use roche rack cup adapters with 13 mm tubes." The investigation determined the event was due to a use error at the customer site. The customer did not use the mandatory rack adapters for the 13mm sample tubes. A general reagent issue can be excluded.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys anti-sars-cov-2 s (anti-sars-cov-2 s) on a cobas e 411 immunoassay analyzer. The initial undiluted result was <0.400 u/ml with a data flag. On (B)(6) 2021 the sample was repeated with 1:10 auto-dilution and the result was >2500 u/ml with a data flag. No questionable results were reported outside of the laboratory. The anti-sars-cov-2 s reagent lot number was 54861701 with an expiration date of 31-dec-2021 the same lot number was used for both tests, but different reagent packs were used for each test.